Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation: cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device acoustic lens is peeling off. (The level of adhesion layer was exposed.), and the acoustic lens is floating. (Level that the adhesive layer is exposed). There was no patient involvement.